Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned in the blister tray inside the carton. The lens stop and the plunger stop have been removed. Viscoelastic is dried in the device. The plunger is oriented correctly. The plunger has been advanced into the mid nozzle and is advanced over the lens. The lens is advanced into the nozzle entry. We are unable to determine the root cause for the reported complaint "injector overriding the iol". Plunger override observed. Plunger override may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that the injector was overriding the iol. Additional information was requested, received and reported that the event occurred during surgery and there was patient contact.